Manufacturer narrative:
(B)(4).

Event description:
It was reported that bleeding occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. The patient stated upon insertion they started bleeding and the bleeding that lasted for 15 hours. She removed the sensor and applied pressure, but needed to have it sutured to stop the bleeding. Silver ointment and a band-aid were applied. She was in stable condition following the treatment. Additionally, it was reported that the patient takes blood thinners. No additional patient or event information is available.